Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4333 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refx4333) have been reported from the same facility.

Event description:
It was reported "a new PICC placed was leaking from hub. We re-wired it the next day." Add info rcvd 03/18/2022: a 5fr dl PICC line was inserted over l basilic vein, upon successful 3cg confirmation of tip and securement device attached (used securacath), caps were attached over both lumens and flushed. No issues were noted over red lumen when cap and flushing was performed, on purple lumen, no issues were also identified when flushing the lumen (direct nss prefilled syringe to lumen) but when cap was applied and flushed it there was a noted leak over the connection of the cap and PICC lumen. They attempted to change external caps multiple times to assess and see if it was the caps but same thing happened and when switched back to direct nss prefilled syringe and PICC lumen no leak was noted. What type of catheter securement was utilized? Securacath. Explant date: (B)(6) 2022 PICC line was not used and was planned to be replaced by rewire but patient was discharged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during pressurization, leakage was observed at the junction between the purple luer adapter and the syringe. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the cap. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported "a new PICC placed was leaking from hub. We re-wired it the next day." Add info rcvd : a 5fr dl PICC line was inserted over l basilic vein, upon successful 3cg confirmation of tip and securement device attached (used securacath), caps were attached over both lumens and flushed. No issues were noted over red lumen when cap and flushing was performed, on purple lumen, no issues were also identified when flushing the lumen (direct nss prefilled syringe to lumen) but when cap was applied and flushed it there was a noted leak over the connection of the cap and PICC lumen. They attempted to change external caps multiple times to assess and see if it was the caps but same thing happened and when switched back to direct nss prefilled syringe and PICC lumen no leak was noted. What type of catheter securement was utilized? Securacath explant date: (B)(6) 2022 PICC line was not used and was planned to be replaced by rewire but patient was discharged.